Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, minor scratches on the lcd window, and cracked reservoir tube lip. Functional testing was not performed which include displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test due to cracked and bleeding lcd glass.

Event description:
Customer reported via phone, he fell down tow flights of stairs and the insulin pump shattered. Customer's doctor had given him medication which severely lowered his blood glucose to 20 or 40 mg/dl. Customer clarified he fell down the stairs due to the low blood glucose caused by the medication given to him by his doctor. Customer stated the paramedics were on the way during the call. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis.